Event description:
There is an ongoing problem with versed and fentanyl drips and tubing. Nurse complained that when trying to pull the spike out of these bags, they cannot be removed. The nurse has noticed this since the vendor changed last year. The nurse's solution is to cut off the bag but that contaminates the system.